Manufacturer narrative:
Additional information: b5: additional information was received indicating there was no patient involved and this occurred in the med/surg unit. H11: the device was received for evaluation. During functional testing, the reported problem "alarmed door not closed even though it was closed" was reproduced as door jammed alarms. A review of the event history log revealed "door jammed" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a the device alerting "door not fully latched". The cause of the condition was determined to be the upper auxiliary. The upper auxiliary requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as an occurrence of this alarm outside of a therapy is not likely to lead to patient harm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed door not closed even though it was closed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.